Event description:
Customer received an erroneous troponin t result for one patient sample. The initial troponin t result was 0.036 ng/ml (accompanied by a data flag, result about expected value range). At this account, any positive troponin t result on a first emergency room sample is always rerun per lab protocol. Same sample rerun on same analyzer gave 0.080 ng/ml (accompanied by a data flag, result about expected value range). Same sample placed on another 2010 gave 0.029 ng/ml. No actions were taken based on the erroneous troponin t result because it was not reported. A value of 0.03 ng/ml was reported to the physician. Troponin t reagent lot was 15563803. The field service representative did not find a cause. He checked stirrer speed, voltages for s/r probe, fitting and tubings. Everything checked ok. He verified analyzer operation by running performance tests which were acceptable.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Adverse event(s): "blurry vision" (blurred vision). Product problem(s): "opacified lens" (material opacification). A surgeon reported a pt with an opacified intraocular lens (iol) following iol implant surgery. Medical records were requested and received. The iol was implanted in 1997. The surgeon reported a yag laser procedure was performed for dense fibrosis on (B) (6) 2000. Following the yag laser procedure, the pt's vision was still blurry. The pt had a history of macular degeneration and fuch's dystrophy. On 2001, the pt was diagnosed with dry eyes and treated with artificial tears. In (B) (6) of 2002, the pt complained of her eyes watering, tearing and blurred vision mostly while reading. In (B) (6) of 2005, the opacity of the iol was noted. The pt's bcva at that time, was recorded as 20/200. The pt was referred for a second opinion. In (B) (6) of 2005, her bcva was noted to be 20/400. Upon examination, the pt was noted to have lagophthalmos with corneal exposure and poor blink. She was instructed to use medication and tape her eye shut each night. After starting this treatment, the pt felt that her eyes had improved. In (B) (6) of 2008, the pt noted she was experiencing intermittent double vision. In (B) (6) 2008, a second yag laser treatment was performed for a cloudy iol. Following the procedure, the surgeon noted an increase in guttata along with pseudophakic bullous keratopathy. The pt was referred to a corneal specialist. In (B) (6) of 2009, the pt desired referral for possible descement stripping endothelial keratoplasty (dsek). There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
A specific root cause could not be identified based upon the information provided for investigation. Calibration and quality control data do not indicate an issue. Peformance tests were performed and were within specification. A the falsely high troponin t result was not reported outside the lab.